Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat # 06-2800, lot # 30250901, description: plus 0 28mm c-taper head. Cat # 2043-2850, lot # unk, description: omnifit ser. Ii cup ins. 0 deg. It cannot be determined which, if any of these devices may have caused or contributed to the pt's failed total hip arthroplasty.

Event description:
It was reported that, "failed total hip arthroplasty."